Event description:
Coiling treatment of an aneurysm. It was reported the proximal end of the pushwire stuck inside the instant detacher during procedure. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded. (B)(4).